Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 600 mg/dl. Other blood glucose values mentioned such as in the range of 567 mg/dl to 600 mg/dl, 253 mg/dl, 221 mg/dl, 233 mg/dl, 158 mg/dl, and 194 mg/dl. The customer was treated with insulin drip and manual injection. The customer was using the insulin pump within 48 hours of high blood glucose event. Insulin pump had insulin flow blocked alarms and also it was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.